Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance daily measurements. Per a discussion with boston scientific technical services (ts), the health care professional (hcp) has decided to closely monitor the patient and will perform lead troubleshooting closer to the date of a planned implantable cardioverter defibrillator (ICD) replacement (approximately 10 months from now). There were no adverse patient effects reported. This rv lead remains implanted and in service.